Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. The lcd keypad connector was locked properly. No button error alarms noted during testing. The device had cracked case on the lcd display window corners, minor scratches on the display window, cracks on the battery tube threads, and cracks on the reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error during priming. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.